Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed; however deflation times were found to be on the high side of the specification during testing. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a restenosed, moderately calcified previously deployed unspecified stent implant in the moderately tortuous right coronary artery (rca). The 3.5x20mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped before use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion for pre-dilatation and was inflated to 13 atmospheres (atm); however, deflation was very slow. The bdc was inflated again 3 more times); however, deflation was slow each time. The bdc was fully deflated and was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An unspecified stent implant was deployed to successfully complete the procedure. There was no additional information provided.